Event description:
It was observed during the device inspection that the colonovideoscope¿s insufflation channel nozzle was clogged by a foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from instruction for use (IFU) are unknown. Furthermore, physical damage was not found at the foreign material location. Therefore, the root cause of the reported event is unable to be determined. The reported event can be detected and prevented by following the IFU sections: - the detection method can be found in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - the preventive measure can be found in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.